Event description:
The electrodes from the device touch the skin; not the lead wires. One of the lead wires shorted out causing him to have a momentary shock sensation. The shorted-out wire connection did not touch his skin at any time. No injury, just the shock by the equipment failure. The pt's skin was not red and pt was treated the next day. There were no ill effects or skin changes. No patient complaints. Lead wires were replaced.